Manufacturer narrative:
The insulin pump was received with the reservoir tube lip completely broken off; the reservoir wouldn't lock into place. The device was also missing the o-ring in the reservoir compartment. It also had a cracked case at the display window corners and minor scratches on the lcd window.

Event description:
The customer reported via phone call, due to her blood glucose being high, 370 mg/dl. She had changed her insulin pump and noticed the reservoir wouldn't lock into the insulin pump. Customer stated the reservoir kept coming out and lying around. Troubleshooting was performed and she was unaware how the damage occurred. She was advised to discontinue use of the device, revert to back up plan, and the device needed to be replaced. She agreed to return the device for analysis.